Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Prior to contacting tandem technical support, the customer ran a 6 unit fill tubing and verified insulin was exiting the tubing. The customer then reconnected at the site and resumed insulin successfully. In addition, the customer observed a large air gap in the tubing. The customer's blood glucose (bg) level was in the 400s (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.